Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he insulin pump received a pump error. The blood glucose level was unknown. Troubleshooting was performed and it was observed that the customer was not able to rewind. The product will return for the analysis.

Manufacturer narrative:
Device alarmed an error in the motor was detected by reading unexpected value from hall sensor due to corroded motor home switch.